Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2011, inratio2: 5.4, lab: 3.4; (B)(6) 2011, 7.4, 5.1. Pt's therapeutic range: 3.0 - 3.5 inr. Pt's coumadin was recently adjusted based on lab results.